Event description:
It was reported that the patient had experienced more seizures after being implanted with vns. It was also reported that the patient had experienced four episodes of status epilepticus after vns implant. No additional or relevant information has been received to date.